Event description:
Information received with return of the explanted device notes that the patient was in severe sinus bradycardia and that the rate decreased to 55 ppm although the device was programmed to a base rate of 70 ppm.